Manufacturer narrative:
Covidien reference number (B)(4). The rt manager reported that she believes the ventilator functioned as intended and there was no problem with the device. The vent remained with the patient as the patient was transferred to ICU and continued to ventilate for approximately 4-5 hours before the ventilator was swapped. The biomed ran the short self-test and cleaned the ventilator after the event. The ventilator passed the testing. Covidien was not authorized to inspect the device at this time.

Event description:
It was reported that a patient was being ventilated in noninvasive ventilation (niv) mode with deflated cuff tracheostomy then a high pressure event occurred. The biomed engineer reported that it was unclear if the leak compensation (lc) was on or not at the time of the event occurred. The patient was removed from the ventilator and placed on an alternate ventilator. According to the biomed, the physician had kept increasing the patient's pressure setting without inflating the cuff during ventilation resulting to a brain injury to the patient. It was also reported that the patient had a heart attack at that time.